Event description:
During removal of gallbladder through port site, retrieval bag ruptured. Bag was pulled away and gallbladder removed. Surgeon wiped port site with raytec and found a postage stamp-sized piece of plastic that had come from the retrieval bag. The piece matched up to the missing section of the ruptured bag. Surgical area found to be free of plastic and site was closed in usual fashion.